Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent patient effects and treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was completed using a proglide device with a 6f sheath after an interventional coronary procedure. Reportedly, after hemostasis was achieved, the patient complained of leg pain. There was no peripheral pulse in the left leg. The patient was taken to surgery under general anesthesia to remove the occlusion and repair the artery. The occlusion was due to the suture capturing the back wall of the artery. There was a clinically significant delay in therapy due to the occlusion and surgical intervention. Hospitalization was extended due to the surgery. The physician is reportedly trained in the use of the proglide device. No additional information was provided.